Manufacturer narrative:
(B)(4) reported issue: on 04 october 2019, it was reported that the cord jacket pulled from strain relief. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet on 04 october 2019 revealed that the cord jacket pulled from the strain relief. It was also noted that the motor ran erratically and the calibration was out of specification at the zero setting only. Repair of the electric dermatome was performed by zimmer biomet which included replacement of the power cord, motor, power switch, and bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the device to become damaged. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended per for any adverse trends that may warrant further action.

Event description:
It has been reported the cord jacket pulled from strain relief. The event occurred during cleaning. During evaluation it was discovered the motor was running erratically. No adverse events were reported as a result of this malfunction.